Event description:
It was reported that post implant a realize band, the patient had recurrent band slippages. A new band was implanted to correct the problem. There was no adverse patient consequence. Prior to explant the band slippage was managed by repositioning the band.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Components were returned as follows: the straight band/balloon without catheter. The injection port with locking connector and 31cm of catheter, and the tubing strain relief. Upon visual inspection, it was observed that band/balloon was returned cut in two (2) distinct parts, cut probably during the explant of the band. Several brown and yellowish stains were observed on the band/ balloon. The actuator ring from the injection port was returned in locked position, hooks were deployed. Locking connector was in locked position. Biological debris were observed around hooks and actuator ring. Upon microscopic evaluation, it was observed that the septum was punctured 30 times. Device analysis cannot confirm events such as band slippage that are physiological in nature. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.